Event description:
This is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. On (B)(6) 2012, during a call with product surveillance regarding a previously reported negative ultrafiltration alarm with the homechoice (hc) device, then following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. On (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse (pdrn). The pdrn was not aware of the event of the peritonitis. She states that the patient has been in the hospital for the last month and is still hospitalized but the hospitalization was not related to peritonitis. This was the first time she is hearing of this event. The pdrn stated that she would be contacting the mother and the hospital for additional information because, she did not have any report of peritonitis. She would call us back once she had contacted the caregiver and the hospital. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. .

Manufacturer narrative:
(B)(4). Follow up information was obtained on (B)(4) 2012 from global pharmacovigilance. The pdrn clarified that she was not able to confirm the consumer report of an (B)(4) 2012 event of bacterial peritonitis as the patient was not a patient with her clinic at that time. The pd clinic was not affiliated with the admitting hospital and therefore did not receive a report.

Manufacturer narrative:
(B)(4). Further information was received from the consumer. The event of peritonitis was amended to bacterial peritonitis. On an unreported date in (B)(4) 2012, the patient was diagnosed with bacterial peritonitis and was hospitalized the same day. Treatment was not reported. On an unreported date in (B)(4) 2012, the patient was discharged from the hospital. This complaint is not confirmed and the cause was not identified because no sample was returned to baxter. The assignable cause is undetermined. Review of all batch record documents was performed for potential lots h12a31066, h12b29043 with no issues noted during the manufacturing process. There were no deviations from standard procedure.